Event description:
During routine 4 vessel cerebral angiography, a 5 french boston scientific imager ii bern diagnostic angiographic catheter was placed in the origin of the right vertebral artery. Unimpeded flow was confirmed after catheter placement. Two gentle hand injected angiographic runs were then performed. The first occurred uneventfully. During the second injection, flow in the vessel was markedly reduced. Immediate fluoroscopic inspection of the catheter position demonstrated a subintimal arterial dissection and flow resection localized about the catheter tip. The catheter was withdrawn into the proximal right subclavian artery. The patient was immediately systemically heparinized and given 81mg asa orally. A 200mcg ntg was administered to the right vertebral artery via the catheter. After 10 minutes, the arterial flow was near normal and the stenosis associated with the dissection had significantly decreased. The patient's neurologic exam is unchanged compared to the pre-procedure exam. The patient has started 2 months of oral asa.